Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular lead helix failed to retract prior to being placed in the body. Applying torque with rotation did not resolve the issue. The lead was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.